Manufacturer narrative:
The complaint of a break in the tls stylet is confirmed. The complaint sample was returned in two sections. Gross and microscopic examinations reveal a break in the polyimide tubing. The break site is located 0.9 inches proximal to the distal tip of the stylet wire. Microscopic examination (20-60x) of the break site reveals an irregular and granular cross sectional veneer. At this time the mechanism of damage is undetermined. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
When the stylet came out of the catheter, it fractured. All pieces accounted for, and being returned for an evaluation.